Manufacturer narrative:
The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 11/10/2022, it was reported by a sales representative via sems that (2) ar-3602 fibertak suture anchor pulled out and frayed the sutures. This was discovered during a shoulder arthroplasty procedure on (B)(6) 2022. Both anchors were removed completely and new ar-3602 fibertak suture anchor were used to complete the case.